Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip stapler 30 instrument would not release after it was fired. The customer reported that once the stapler gets down to the last one or two fires, it tends to get stuck. The customer had to use the stapler release key. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved-tip stapler 30 instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed, but could not replicate the reported complaint. Fa found the primary of shifting failure to be related the customer reported complaint. Based on log review, the instrument was found to have several homing failures with error code 22030 (a curved-tip, stapler 30 failed in its operation on usm4. Failure mode: shifting failure / shifting to fire from roll), however, the failure was not replicated during in-house testing. The instrument passed initialization and moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired and unclamped successfully. The instrument was fired twice using in-house white 30 reloads. Visual inspection was performed, and no damage was observed to the instrument. The root cause of this failure is not determinable/applicable. The instrument was returned with a white stapler 30 reload installed in its jaws unfired. The reload was installed onto a system prior to being returned, but in doing this, the single use reload was consumed when installed onto the system. Therefore, the reload could not be fired successfully on an in-house system and in-house reloads were used instead during in-house testing.no image or video was provided for review. A review of the instrument log for the product associated with this event shows that the curved tip stapler 30 instrument was last used on 20-apr-2022 on system sk1898 for a pulmonary lobectomy procedure. The alleged event occurred with 2 uses remaining on the instrument. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed multiple errors that were related to the reported complaint occurred during the surgical procedure.this complaint is being reported based on the following conclusion: it was alleged that the curved-tip stapler 30 instrument failed to unclamp and failure analysis confirmed a shifting failure occurred while the instrument was in a clamped state (not during initialization). Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.blank MDR fields:follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date in section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.